Event description:
It was reported that the catheter migrated; it was diagnosed via surgical observation. The catheter migrated from 6th thoracic vertebrae to 4th thoracic vertebrae. The patient had no signs or symptoms. The outcome was reported as "ongoing with no further action needed". The device system was delivering dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).